Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomaly was noted. The pump was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. The pump had an unlocked lcd keypad connector, and a cracked case at the display window corners. No cosmetic damage was noted at the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's buttons were unresponsive. It was reported that the customer was hospitalized due to the unresponsive buttons. The customer's blood glucose level was reported to be 45mg/dl. It was reported that the customer treated with sugar water. Troubleshoot was conducted. It was reported that the drive support cap was protruded. It was reported that the pump would be replaced and returned for analysis. It was reported that the customer was advised to contact their healthcare provider regarding unexplained lows.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector noted.